Event description:
A healthcare provider found that the patient had "liquid" in her abdominal pocket several days ago. It was further noted that following the patient's last refill, liquid was noted as having "went out" and the patient did not feel well. Physicians decided to check the opening of her device pocket, and found that the catheter was cut and the pump connector was not connected to the pump. The physicians decided to replace both the pump and catheter. The patient was indicated as being "fine now". The pump was delivering baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed catheter pump connector-broken suture ring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter: model#8711, serial# unk, implanted: (B)(6) 2006, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.